Event description:
It was reported that during the transport of a patient from their house to the ambulance, the stretcher was rolled over uneven pavement and tipped over with the patient. The patient made contact with the ground. And allegedly sustained a broken nose and a broken c1,c2. Medical intervention was necessary as a result of the incident. There has been no allegation of a cot malfunction; however, an investigation has been initiated and the stretcher will be returned to ferno for evaluation.

Manufacturer narrative:
The cot was returned to manufacturer for visual and functional evaluation. There were a couple of maintenance issues observed but nothing that affected the control of the side to side movement of the cot. All four wheels rolled freely and swiveled properly. The cot functioned as intended and there was no evidence of any component failure that would affect the safety of the patient or end user. The customer was contacted for follow up on the patient's reported injuries and they had no new information to provide.

Event description:
It was reported that during the transport of a patient from their house to the ambulance, the stretcher was rolled over uneven pavement and tipped over with the patient. The patient made contact with the ground. And allegedly sustained a broken nose and a broken c1,c2. Medical intervention was necessary as a result of the incident. There has been no allegation of a cot malfunction; however, an investigation has been initiated and the stretcher will be returned to ferno for evaluation.